Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 26-dec-2021, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded therefore there will not be an analysis performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was deployed too shallow and the cause for the shallow deployment is unknown. The valve was not able to be recaptured due to the shallow depth. The implant team decided to implant a second transcatheter bioprosthetic valve. A second transcatheter bioprosthetic valve and delivery catheter system (dcs) were used and the valve was successfully implanted. No additional adverse patient effects were reported.